Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the video issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No problems were found. The device passed all functional testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer (fse) reported to olympus, while onsite, a customer requested assistance in loading user and advanced settings. The customer was not able to get a video display from a repaired evis exera iii video system center. This was observed during the receipt of the device after its repair. The serial device interface (sdi) and composite were both tested. The signal was verified as being good when running the signal from another cv-190. The customer called olympus to send the device in for repair and clarified that the video inputs were not working. There were no reports of patient harm associated with this event.